Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm sml crv 1pk; returned coiled, loose without the dispenser assembly and j-straightener and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire approximately at 0.2 cm from the distal tip weld mass with concurrent stretched coil damage of approximately 1.2 cm from the distal tip. The specimen also presented kink/bend damage at 0.5cm in the formed distal curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the device instructions for use warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling factors may have impacted on the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Event description: when advancing the insertion aid of the wire, the wire could not be moved, after the physican had applied force to get the insertion aid, you could see that the wire tip was bent and torn. A new wire was used because the defect of the wire had been noticed before insertion into the patient. What troubleshooting steps, if any, resolved the issue?: no troubleshooting steps necessary patient present at time of event?: yes patient complications: no patient complications the patient is doing very well and the implantation went smoothly

Manufacturer narrative:
This medwatch report is being filed based on the image received on august 23, 2023, revealing fractured material. The images provided by the distributor presented a fracture of the guidewire, exposing the core wire at an unknown distance from distal tip. The specimen also presented kink/bend damage at an unknown distance from the formed distal curve. Product was not received for evaluation; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the instructions for use (dfu): 1.ensure a catheter is properly placed in the ventricle or other intended treatment area. 2.carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4.insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5.carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6.remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7.advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the device instructions for use warnings: ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling factors may have impacted on the event as reported. No patient information was provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.